Event description:
A hospital in (B)(6) reported that an iw980 wall mount infant warmer had a burnt head harness. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint iw980 wall mount infant warmer was not received at fisher & paykel healthcare (B)(4). Therefore, the investigation was completed using the information provided by the customer and our knowledge of the device. A photograph of the heater head was requested but has not been received. The upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. The discoloured housing connectors were most likely due to arcing occurring between two electrical contacts, resulting in contact failure. The arcing was most likely due to a poor connection. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming.